Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to a fracture, during a normal device change out. There were rising thresholds and dropping impedances. The left side was occluded so a new system was put in on the right.